Manufacturer narrative:
Concomitant medical products: mcs-p3-31-aoa-us valve implanted: (B)(6) 2015; addr01 ipg implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing and high thresholds. The ra lead remains in use. No patient complications have been reported as a result of this event.